Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed the reported driveline damage. A specific cause for the damage could not be conclusively determined through this evaluation. The account submitted four images of the external driveline for review. The first three images captured twisting of the outer jacket material, as well as a portion of the driveline covered in black tape. The fourth images captured the entire external portion of the driveline with a mid-section covered in black tape, as well as black tape covering an area of the driveline above the bend relief. The submitted log file contained events from (B)(6) 2025 through (B)(6) 2025. No notable events or alarms were captured, and the pump appeared to function as intended for the duration of the file. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 6 of the IFU, ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 of the patient handbook, "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the customer submitted images of the driveline outer layer damage covered by rescue tape. The driveline seemed extremely fragile, paper thin like, and with multiple areas of small tears that required rescue tape. The images submitted showed areas that appeared to have existing areas covered by rescue tape. Log files were sent for review. The log file data showed no indications of conductor wear or damage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.